Event description:
Started seeing black dots [visual impairment]. Within 15 minutes I was losing my sight [blindness]. Tunnel vision [tunnel vision]. Knee pain [arthralgia]. Case narrative: this is a serious spontaneous case received from a consumer in the united states. This report concerns a patient (no patient identifiers) who started seeing black dots, within 15 minutes, losing sight, tunnel vision and knee pain during treatment with intraarticular euflexxa (sodium hyaluronate) solution for injection 1%, unknown dose and frequency, for an unknown indication from (B)(6) 2023 to an unknown stop date. The patient reported ten minutes after receiving euflexxa injections, the patient started seeing black dots and within 15 minutes, the patient was losing sight to tunnel vision. The patient also experienced knee pain. The tunnel vision, knee pain, started seeing black dots, and within 15 minutes the patient was losing their sight, was medically significant. Action taken with euflexxa was unknown. At the time of this report, the outcome of started seeing black dots, within 15 minutes the patient was losing their sight, tunnel vision, and knee pain, was unknown. No concomitant medication was reported. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related for arthralgia and not related for blindness, visual impairment and tunnel vision. Health effect - clinical code: 1994: pain. 4471: unspecified eye/vision problem. Medical device problem code: 2993: adverse event without identified device or use problem. Sender comment: due to clinical interpretation in alignment with known safety profile, company causality is considered not related to euflexxa for the events of 'blindness', 'visual impairment' and 'tunnel vision as there is no clinical evidence. Furthermore, important information on patient details, medical history, concomitant medication, indication etc. Was not available making difficult to perform a thorough medical evaluation. Other case numbers: internal # - others = mw5114483. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.